Event description:
It was reported that there were high capture thresholds of the right ventricular (rv) lead of this pacemaker system shortly after initial implant. The physician elected to explant and replace the rv lead. During this procedure, after pocket closure, there was noise artifact present on the rv lead channel which resulted in oversensing and pacing inhibition. The physician reopened the pocket to verify the connections were secure. Technical services (ts) noted that it was most likely due to air bubbles and suggested reprogramming options as troubleshooting. The physician opted to replace the pacemaker which resolved the artifact. No additional adverse patient effects were reported. The pacemaker has been returned to boston scientific for further investigation.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that there were high capture thresholds of the right ventricular (rv) lead of this pacemaker system shortly after initial implant. The physician elected to explant and replace the rv lead. During this procedure, after pocket closure, there was noise artifact present on the rv lead channel which resulted in oversensing and pacing inhibition. It was noted the patient experienced bradycardia, with an escape rate in the 30 bpm range. The physician reopened the pocket to verify the connections were secure. Technical services (ts) noted that it was most likely due to air bubbles and suggested reprogramming options as troubleshooting. The physician opted to replace the pacemaker which resolved the artifact. No additional adverse patient effects were reported. The pacemaker has been returned to boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were high capture thresholds of the right ventricular (rv) lead of this pacemaker system shortly after initial implant. The physician elected to explant and replace the rv lead. During this procedure, after pocket closure, there was noise artifact present on the rv lead channel which resulted in oversensing and pacing inhibition. The physician reopened the pocket to verify the connections were secure. Technical services (ts) noted that it was most likely due to air bubbles and suggested reprogramming options as troubleshooting. The physician opted to replace the pacemaker which resolved the artifact. No additional adverse patient effects were reported. The pacemaker has been returned to boston scientific for further investigation.